Event description:
The account reported that patient had lasik surgery on (B)(6) 2024. After flap creationg witht he femtosecond laser there was opaque bubble layer (obl) noticed in both eyes and they waited for the obl to dissipate prior to performing the next step with the excimer treatment. Lasik was completed successfully. Patient presented post treatment with diffuse lamellar keratitis (dlk) stage 1+ in superior area of left eye.

Manufacturer narrative:
H6 - health effect clinical 4581 used for opaque bubble layer. Clinical application specialist (cas) visited the account after the event. During conversation with the account contact it was learned that there were no dlk reported prior to april 11, 2024. That the dlk was seen bilaterally and unilaterally. The laser was serviced in january 2024 because it was moved into a new surgical suite. The cas asked if there been any recent change in operating room supplies (new lot or new type of meds, solutions, gloves, equipment, supplies, new staff, new patient flow). The account reported that after the laser move they had done surgeries on different dates ((B)(6) 2024) with no dlk reported. They reported the dlk appeared only after the (B)(6), 2024 surgery day, after most recent maintenance and repair for obl issues. Unable to establish the cause of the dlk. The field service engineer (fse) visited the account after the event and found the compressor output power out of specification. He proceeded to replace the oscillator assembly to address the obl observed. No other issues found with the laser. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Corrected data: in the report submitted may 15, 2024 ( (B)(4)), an incorrect manufacturing date, investigation finding, and investigation conclusions were inadvertently submitted. This report contains the correct information. Section h4 - device manufacture date: sep 26, 2006. Section h6 - investigation findings: 213 - no device problem found. Section h6 - investigation conclusions: 67 - no problem detected. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.